Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaint of stimulation. A remote interrogation revealed high threshold and noise on the right ventricular lead. The lead was subsequently replaced. No further patient complications have been reported as a result of this event.